Event description:
It was reported the unit will not turn on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the battery release and lead flex cover were contaminated, and the ring cover, two side bail covers, and upper and lower cases were broken.